Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin, and no additional assistance was deemed necessary. The case was closed by the customer technical support.